Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and allege insulin pump was under delivering. The customer¿s blood glucose level was 322 mg/dl and 328 mg/dl which was treated with bolus through the insulin pump. Customer stated that insulin pump system had not been use within 48 hours of reported high blood glucose event. Customer was neither in emergency room nor admitted into hospital. Customer was performed high pressure test and it was successful. Customer stated that auto mode feature was not active. Customer stated that there was leak at reservoir barrel. Customer was unsure if leak was past 1st or 2nd o ring. The insulin pump will be and reservoir will not be returned for analysis.